Event description:
One pt sample with discrepant results for tsh and free t4. Initial tsh result gave 0.046 uiu/ml; repeated twice giving 2.22 and 2.21 uiu/ml. Initial free t4 gave 0.03 ng/dl; repeated three times giving 1.00, 1.06 and 1.07 ng/dl. Erroneous results were reported. Pts not adversely affected. Although the exact root cause was not determined, the field service rep suspected dirty reaction cell and the sample syringe seal. He cleaned, adjusted and verified alignment of all reagent and sample probes. Adjusted, verified cell rinse water level, and replaced sample syringe seal and reaction cells. Performance tests were performed and within specification.